Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761, serial# (B)(4). Fdd (B)(4) applies to the desktop charger ((B)(4)) and the ins ((B)(4)) fdd (B)(4) applies to the ins ((B)(4)) fdd (B)(4) apply to the desktop charger ((B)(4)) fdc applies to the desktop charger ((B)(4)) and the ins ((B)(4)).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. The patient reported that all the wires on the recharger were falling apart and only had black cords on the recharger. No complications reported. Additional information was received from the patient. It was reported that they had been using the same recharger since receiving their implant, so there was normal wear and tear. The patient stated that they would have to mess with wires and it would take an extra long amount of time to charge. It was noted that the issue hadn't been resolved yet as the patient still didn't receive their new equipment. The patient stated that they noticed the issue with the wires falling apart on the recharger a couple of months prior to the date of this report. Additional information was received on (B)(6) 2017 from a consumer regarding the patient. It was reported that the desktop charger cord leading to the connector pin was damaged as it was stripped with wires sticking out of it. The consumer stated that the patient was using a hair tie to wrap around the cord to "scab" up the wire. The patient would be able to hold together the cord for a while and play with it, but it made it so they had to hold still during charging and couldn't move. Sometimes if the cord was held the right way, the patient could charge the recharger. The patient had been unable to charge their recharger, and therefore couldn't charge their implantable neurostimulator (ins). It was further reported that the recharger screen would flash off/on when the patient was charging their ins. The consumer stated that something was wrong with the actual recharger itself, as well as the screen, and mentioned that the recharger was over 7.5 years old. The patient had been experiencing pain due to the recharger issues and not being able to charge when therapy would shut off. The consumer mentioned that the patient had been in pain for the past 12-13 years. No out of box failures were reported. It was noted that the issue with the recharger and pain started about two months prior to the date of this report. The patient was to call back with serial numbers of their external equipment and then redirected to the repair department. No further complications were reported or anticipated. Additional information received from the patient on (B)(6) 2017 reiterated the previous complaint regarding ins recharging system issues and added that the desktop charger cord that plugs into the wall had lost its 3rd prong and that the connector pin was loose.